Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels for the past few weeks down to 47 (mg/dl). The cause of the low bg level was unknown. The customer consumed orange juice and carbohydrates to address bg levels. A recommendation was made for the customer to discuss low bg levels with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments made. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.